Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.3. Date of event: updated to 21-sep-2023 b.5. Describe event or problem: it was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positive for c. Tropicalis on biofire bcid2. There was no report of patient impact. The following information was provided by the initial reporter: patient #1: 9/21/23 sequence # 446591857803 bcid2, lot # 2z3423 biofire result was a dual positive: staph spp. (Staph epi), c. Tropicalis culture result: coag negative staph gram stain: gram positive cocci in clusters.

Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positives for c. Tropicalis on biofire bcid2. There was no report of patient impact. The following information was provided by the initial reporter: patient #1: 9/21/23 sequence # 446591857803 bcid2, lot # 2z3423 biofire result was a dual positive: staph spp. (Staph epi), c. Tropicalis culture result: coag negative staph gram stain: gram positive cocci in clusters.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positives for c. Tropicalis on biofire bcid2. There was no report of patient impact. The following information was provided by the initial reporter: customer is experiencing molecular false positives for c. Tropicalis on biofire bcid2.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Describe event or problem: it was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positives for c. Tropicalis on biofire bcid2. There was no report of patient impact. The following information was provided by the initial reporter: patient #1: on (B)(6) 2023. Sequence # (B)(6). Bcid2, lot # 2z3423. Biofire result was a dual positive: staph spp. (Staph epi), c. Tropicalis. Culture result: coag negative staph. Gram stain: gram positive cocci in clusters. H.6 investigation summary catalog: 442021. Batch no.: 3130613. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positives for c. Tropicalis on biofire bcid2. There was no report of patient impact. The following information was provided by the initial reporter: patient #1: on (B)(6) 2023. Sequence # (B)(6). Bcid2, lot # 2z3423. Biofire result was a dual positive: staph spp. (Staph epi), c. Tropicalis. Culture result: coag negative staph. Gram stain: gram positive cocci in clusters.